Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: was there any medical or surgical intervention performed? No additional surgery. How was the hematoma treated? Patient was treated, unknown how. How large was the hematoma and location? Unknown. Did the patient have a pre-existing infection? No. Were cultures performed? Results? Unknown. Was excess surgicel powder irrigated/removed after receiving hemostasis, during the procedure? Where exactly was the surgicel powder used? On the liver bed. What are the patient¿s demographics? (Age, date of birth, bmi, past medical history). What is the lot number of product used? Unknown. What is the patient¿s current status? Fine. What is the surgeon¿s etiology of the event? It was the result of surgicel powder. Coming into contact with the bile. No further information is available. Any product to return for analysis? No.

Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy procedure on (B)(6) 2018 and absorbable hemostat device was used to achieve hemostasis. There was bile leakage from the gall bladder left behind which the absorbable hemostat device came into contact with. The patient developed an infected hematoma. It is unknown how the patient was treated. Additional information has been requested.